Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left superficial femoral artery. A 4.0x220x150 sterling balloon catheter was advanced for dilatation. However, difficulties were encountered upon inflating the balloon. High pressure was used and once inflated, the balloon would not deflate. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left superficial femoral artery. A 4.0x220x150 sterling balloon catheter was advanced for dilatation. However, difficulties were encountered upon inflating the balloon. High pressure was used and once inflated, the balloon would not deflate. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The device was bloody, and the balloon was partially filled with fluid. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the balloon had inverted over the tip of the balloon, the inner shaft was separated 123cm form the strain relief, the outer shaft was damaged (necked) for 36cm that started 1.5.5cm from the strain relief. Inspection of the rest of the device found no other damage or defect. The hub of the catheter was attached to an inflation device (filled with water). Positive pressure was applied, but the balloon could not inflate, and when negative pressure was applied, the fluid in the balloon could not be deflated.